Event description:
Source: (B)(6). I purchased the honeypot organic cotton cover cooling herbal infusion pads for the first time at walmart in (B)(6). I put on the pad today and instantly when I put my underwear on with the pad, I started to get a horrible burning sensation on my vagina. Not even a minute or two, I felt as if it was a bottle of menthol vicks that had been rubbed on. It was burning so bad that I had to remove the pad immediately, wash myself with cold water and the burning sensation and irritation continued but subsided little by little after about an hour. Still hours later I have a slight burning sensation. I looked at the reviews immediately and have seen this has been reported before to FDA and there has been complaints since 2024. A warning notification should be added to the package so people can refrain from using these or buying them. Upc: 851669008759 (the honey pot company, llc overnight organic cotton cooling pads 12ct).